Event description:
The pt was on bypass being cooled in preparation for circulatory arrest to replace a large diseased section of the aorta due to a severe aortic aneurysm when blood loss to the surgical field suddenly increased. Cardiotomy and vent suction rates were increased to salvage this blood. The volume in the venous reservoir dropped and the volume in the cardiotomy filter cartridge and cell saver increased. The venous line to the reservoir appeared to be air locked. Vacuum was increased to the venous reservoir, but this did not remedy the condition. It was also noted that the cardiotomy filter cartridge had pressurized. Air had filled the prime bags connected to the cardiotomy filter and when a cap was removed from a cartridge port, air and blood readily escaped. Air entered the arterial line, but did not pass the arterial filter. The pt was then placed on circulatory arrest and pump and bypass circuit were replaced to complete the procedure. Post surgery, the pt lost 5 liters of blood, and expired when life support was removed.

Manufacturer narrative:
The reservoir was autopsied by the surgeon post surgery and not returned. No clots were reported in the cardiotomy suction cartridge of the venous reservoir. Without the product, no evaluation could be conducted by sorin group USA. Review of the manufacturing records indicated that the reservoir was manufactured according to specifications.